Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery. The 4.5 x 8 mm nc trek balloon catheter was advanced without issue for post-dilatation of a previously implanted stent. No resistance was noted; however, the shaft separated proximal to the first guide marker. The separation occurred outside the anatomy. The nc trek was easily removed, and a new nc trek balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.